Event description:
Dr (B)(6), neurosurgeon at the hospital, alleged the following event to (B)(4), sales rep: "a pt fell approx 10 days after the primary surgery and fractured the xia rod and blocker. The surgeon had to perform a revision surgery to change the implants."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.